Event description:
It was found during investigation that the pump displayed the reported cassette not attached error. There was no patient involvement, and no harm.

Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported error code was noted. Visual and functional tests were performed on the returned device. Upon visual inspection, downstream occlusion (dso) sensor defect was noted. The probable cause of the reported problem is unknown. Replaced the dso sensor. B3: date of event: since the exact event date was unknown, it was updated as first day of the month of awareness.